Manufacturer narrative:
This lead was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during a follow up intermittent capture was exhibited. A revision took place to check this right ventricular (rv) lead which showed that the lead was damaged. Thus a new lead was implanted, and this rv lead was expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during a follow up intermittent capture was exhibited. A revision took place to check this right ventricular (rv) lead which showed that the lead was damaged. Thus a new lead was implanted, and this rv lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to our post market quality assurance laboratory the complete lead was returned intact. The helix was retracted with dried body fluid was noted in the helix housing. The coils were stretched and deformed 173 mm from the terminal end and insulation and coils were cut with a tool which was indicated to be due to induced damage. The lead did not pass electrical continuity due to an outer conductor fracture. The outer conductor was fractured approximately 173 mm from the terminal end, which was related do induced damage during explant. Laboratory analysis did not confirm the reported allegations despite the continuity testing failing due to the outer conductor fracture, as the outer conductor fracture was induced damage during explant.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during a follow up intermittent capture was exhibited. A revision took place to check this right ventricular (rv) lead which showed that the lead was damaged. Thus a new lead was implanted, and this rv lead was expected to be returned. No adverse patient effects were reported.